Event description:
Healthcare professional reported right side intracapsular rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on anterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: no other observations observed on the device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed, but cannot perform an assessment of the opening as no microscopic analysis can be performed. Patch lot number#: 2820857. No additional observations are performed. No further actions are required, as no manufacturing issues are observed; clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side intracapsular rupture. Diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.